Manufacturer narrative:
Additional info: further information was provided and reported the patient's gender and sex as female. The following sections have been updated accordingly: section a3a: sex: female section a3b: gender: cisgender woman/girl all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was scratched. There was no patient contact. Through follow up, it was learned that the scratch was on the optic of the lens. It was also reported that the lens is not available for return as the lens has been implanted. No other information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.